Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and an unknown right atrial (ra) lead exhibited an out of range impedance measurement alert. The previous impedances had been in the low 200 ohms range. Additionally, ra lead noise, oversensing, and loss of capture were observed. The information was sent to the clinic and it was noted the ra lead may be compromised. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and an unknown right atrial (ra) lead exhibited an out of range impedance measurement alert. The previous impedances had been in the low 200 ohms range. Additionally, ra lead noise, oversensing, and loss of capture were observed. The information was sent to the clinic and it was noted the ra lead may be compromised. No adverse patient effects were reported. The device remains in service. The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated. Received additional information the unknown ra lead continues to exhibit an out-of-range less than 200 ohms impedance measurement. The presenting electrogram (egm) showed atrial undersensing with a possible loss of capture (loc) observed. There was no atrial threshold measurement recorded at the most recent in-office interrogation. Further lead assessment and review of programmed parameters was recommended. At this time, the device and lead remain in service. No adverse patient effects were reported.